Event description:
On 4/28/96 an air outlet broke off the head rail after being hit by a bed that was being moved into place. Although the outlet was not attached to the pt, repair work caused the floor to be without airflow for twenty five minutes.